Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported during mechanical ventilation, a cuff leak occurred 96 hours after intubation. On-site inspection confirmed that the leak was coming from the adhesive surface near the proximal part of the cuff. This occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used endotracheal tube, siliconized. As received, there were no damages or anomalies observed. To replicate clinical use, the trach tube cuff was inflated with air using the returned syringe. The trach tube was then submerged underwater to facilitate leak detection. A leak was observed originating from the cuff weld proximal of the cuff. The complaint of cuff leakage can be confirmed. The probable cause is due to a cuff welding error during manufacturing.